Event description:
A medtronic representative reported a system monitor going black while loading a patient exam, prior to surgery. The application was unresponsive and required trouble-shooting and re-booting to resume working properly. The patient scan then loaded properly. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was present when this issue was identified.RMA issued. Replacement computer shipped to site 04/23/2013, installed 04/25/2013. Medtronic investigation of returned suspect computer finds that after multiple hours of run time, and use, the system is stable and no issues were encountered. Hdd and ram pass initial tests. System is fully functional.